Manufacturer narrative:
The lot# was provided, so the device history record was reviewed. No abnormalities were reported during production and the product was made according to specifications. The issue sample was not available for investigation, therefore the root cause could not be determined and an investigation could not be completed. All manufactured product is made from qualified materials that are inspected prior to release to manufacturing for production.  In addition, all manufactured product must meet product specification and manufacturing process requirements before final release. We will continue to monitor complaints for any trends.

Event description:
Female surgical circulating nurse developed symptoms of a burning, painful oropharynx including inner cheeks and tongue. She sought medical care, and she was ordered compound solution of nystatin, benadryl, doxycycline and lidocaine, benadryl & maalox s&s, 5 day course of prednisone, doxepin, plaquenil and a single depomedrol injection with little relief.